Event description:
I have been using fixodent since 1980 and also poligrip from 2006 and seabond since 1998. I have difficulty writing as I have neuropathy in my legs and hands. Numbness is there all the time and extreme pain in toes. I can't balance myself and use a walker or I fall down and can't get up. Dose or amount: denture cream. Frequency: once daily. Route: oral. Dates of use: 1980 to present. Diagnosis or reason for use: teeth extracted, denture adhesive. Event abated after use stopped or dose reduced?: no.